Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with unresponsive buttons, due to corroded keypad traces. No button error alarms noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. Insulin pump received with minor scratches on lcd window and cracked case on display window corner.

Event description:
It was reported that the customer had a button error and a keypad anomaly on the insulin pump. Customer's blood glucose level was 478 mg/dl. Customer stated that the pump has been vibrating and she could not clear the alarm. Customer treated with a manual injection. Customer stated that there might have been a little moisture as she keeps the pump in her bra. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. No additional information provided.